Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated generator change-out procedure, high, out of range hv lead impedance was observed through the new device. Dft was performed and successful. The patient will continue to be monitored with no additional testing. The lead remains implanted.